Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned.

Event description:
Retractor arm button became stuck and would not release from retractor. The event caused just over a 30 minute delay in the case.